Manufacturer narrative:
(B)(4). The lot history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was doing the procedure when he went to extract the gall bladder that was inside the pouch bag the pouch bag broke and the gall bladder and stones fell back into the abdomen. The surgeon made the incision larger and had to use a second pouch bag. He also had to extract out the stones from the abdomen as well that spilled when the bag broke. No piece of the pouch bag fell into the patient. The bag broke along the seam. There were no adverse consequences for the patient.